Event description:
Paramedics used the device to monitor and deliver pacing therapy to a pt at home. Reportedly, while en-route to the hospital, the device pacer would spontaneously shut off and pacing could not be reinitiated. Transport was continued since the ambulance was in proximity to the hospital. The pt was delivered to the hospital and stabilized. The attending physician stated there was no adverse affect to the pt resulting from the incident.